Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: insufficient information. Source: email.

Event description:
Customer reporting a higher rate of discordance for flu a and flu b when comparing to their molecular method. There is no indication of false positive or false negative for either analyte, just a general statement reported by the user.